Event description:
It was reported during generator change out that the right ventricular lead displayed an insulation abrasion. The abrasion was able to successfully be sealed via a silicone lead cap and medical adhesive. The lead was left implanted and in use. There were no patient consequences.

Event description:
It was reported during generator change out that the atrial lead displayed an insulation abrasion. The abrasion was able to successfully be sealed via a silicone lead cap and medical adhesive. The lead was left implanted and in use. There were no patient consequences.

Manufacturer narrative:
Correction: previously reported as a right ventricular lead in b5, now corrected to atrial lead

Manufacturer narrative:
Correction: clarifying h6 from previous break code to naturally worn.